Manufacturer narrative:
Initial

Event description:
It was reported that a patient experienced unexplained hypoglycemic events primarily in the morning and intermittently throughout the day after independently resuming insulin pump use following prior discontinuation by their healthcare provider; the event was documented with insufficient device information and an unspecified device component, and the patient treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.